Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial (ra) lead experienced atrial oversensing on stored episodes of atrial tachycardia/atrial fibrillation. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.